Event description:
It was reported that there was an issue with ff492t - craniofix 2 titanium clamp 20mm. According to the complaint description, one of the upper clamps fell off. An alternative titanium plate was used for fixation instead. This occurred during a craniotomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: during an optical (microscopic) examination of the upper disk of an ff492t provided (the lower part with pin was not provided), it was discovered that the spring segments were bent unevenly. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the provided disc shows unevenly bent spring segments. With such bent segments a sure fixation on the lower disc is not possible. It was not possible to conclusively clarify the cause of the deformations found. The check of the production-related documentation did not reveal any deviations, and there have not been any further similar complaints from the affected lot: - it includes a total of 972 pieces - at hand. A manufacturing-related or production-related error can be ruled out. Based upon the investigation results, a CAPA is not necessary.